Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary:no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "detection of locking bolt loosening in the stem-condyle junction of a modular femoral stem in revision total knee arthroplasty¿ literature article "detection of locking bolt loosening in the stem-condyle junction of a modular femoral stem in revision total knee arthroplasty" by jae-min ahn et al. Published by the journal of arthroplasty was reviewed. The article purpose: to report one case of loosening of the locking bolt in the stem-condyle junction of a constrained modular femoral component in revision total knee arthroplasty. The article reports: a (B)(6) woman presented to the author's clinic with an infected tka. After the infection was eradicated, a depuy tciii with tibial and femoral stems was implanted. Two years after this revision operation, the patient presented with pain, swelling, and inability to walk more than one block. A CT of the knee was performed, which revealed loosening of the locking bolt in the stem-condyle junction of the femoral component. At re-revision surgery, it was found that there was metallosis and synovitis. The femoral component was loose with extensive segmental and cavitary bone loss medially and the femoral stem locking bolt was loose in the stemcondyle junction. After this rerevision surgery, the patient's range of motion increased, the pain subsided, and she could walk without any external support. The patella was not resurfaced. Cement was used although no manufacturer was disclosed. Depuy products involved: tciii. Complications: pain (1), edema (1), aseptic loosening (1), surgical intervention (1).